Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the manifold hoses were leaking and the sieve beds were saturated causing a 3/4 alarm, and the battery was not holding a charge. The battery issue could cause the front panel lights not to illuminate upon start-up, which could have been the reason for the reported issue of a "broken" display; however, there was no malfunction with the display itself, so the original complaint issue could not be confirmed.

Event description:
Dealer is stating that the unit has a broken display.

Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued. If new information becomes available at a later date this complaint will be updated and/or a follow up be sent.

Event description:
Dealer is stating that the unit has a broken display.